Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated they were experiencing imprecision randomly on many samples. The specific number of samples affected was not provided. The customer provided data for 4 patient samples for multiple chemistry assays. Of the data provided, one creatinine plus ver.2 (crep2) result was erroneous. The customer reported obtaining an initial result of 0.75 mg/dl which was reported to the doctor. The sample was rerun twice with results of 1.28 mg/dl and 1.19 mg/dl. There was no adverse event. The crep2 reagent lot number and expiration date were requested but not provided. The field service representative found an issue with the sample probe and replaced the probe, a valve, and a de-gasser part. After these were replaced, precision testing was performed with good results. Further investigation of the provided data including analyzer alarm trace confirmed the root cause as a contaminated or partly blocked sample probe.